Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, this patient underwent endovascular treatment for bilateral common iliac artery aneurysms (ciaa) and was implanted with gore® excluder® conformable aaa endoprostheses, and gore® excluder® lliac branch endoprostheses (ibe) and gore® viabahn® (vbx) balloon expandable endoprosthesis. Pre-procedure computed tomography angiography (cta) performed on (B)(6) 2025, determined the maximum diameter of the abdominal aorta measured 24mm, with a proximal landing zone diameter of 22mm. The left common iliac artery (lcia) maximum diameter measured 48mm and the right common iliac (rcia) measured 78mm. The patient tolerated the procedure; no discharge date was recorded. On (B)(6) 2025, it was reported the patient had thrombosis of the gore® excluder® internal iliac branch endoprosthesis (hgb161007/(B)(6)) implanted within the riia. The event is ongoing and no additional treatment for the patient is scheduled.